Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error was found before use with a bd a-line¿ . The following information was provided by the initial reporter, "scale missing."

Manufacturer narrative:
Investigation summary: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer¿s indicated failure mode for missing scale markings with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that scale marking error was found before use with a bd a-line¿ . The following information was provided by the initial reporter, "scale missing."